Event description:
The lead was explanted due to outer insulation breach and fractured conductor cables. No anomaly was noted prior to ICD change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead cut at 23.4cm from the connector pin was returned. Analysis confirmed external insulation abrasions due to friction to the ICD can at 15.6-15.9cm and 20.4- 23.4cm from the connector pin. One of the svc cable etfe coating was breached, and the conductor was fractured.